Event description:
A malfunction on the pump was reported, displaying a malf 12 code. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while instructed to contact support again if the issue reappears.